Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, upon device interrogation atrial tachycardia and atrial fibrillation oversensing issue of noise was observed on the device. It was noted that episodes may be due to low amplitude noise. No pocket manipulation or isometric testing was able to reproduce the noise. Programming changes were made. Patient was stable prior, during and post device interrogation and will continue to be monitored.